Event description:
As reported by the user facility: #(B)(4), serial # (B)(4). Over infusion of fluids on (B)(6) 2011. No add'l clinical info at this time.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and b braun medical inc ((B)(4)). This report has been identified as b braun (B)(4). The actual pump involved in the reported event was returned for eval. The volumetric accuracy was tested three times with a rate of 0.5ml/h and a volume to be infused of 12ml. The tests results were all within spec at 12.1ml, 12.1ml and 12.2ml. A review of the pump's log did show on (B)(6) 2011 at 3:04:39pm, an infusion was started with a rate of 0.30 ml/h and a volume to be infused (vtbi) of 5.00ml. The infusion ran until the next day (B)(6) 2011. On (B)(6) 2011 at 4:41:59am, the "syringe near empty; on" alarm message was displayed. At 4:42:15 am, the "syringe near empty..pre-alarm.." Was muted or acknowledge by the user. At 4:43:47 am, the infusion was stopped with a totaled volume infused of 4:11 ml or 105.3% of the expected volume. At 4:43:47 am, the syringe near empty alarm was turned off (syringe near empty; off). At 4:44:17 am, the infusion was restarted with the same rate of 0.30ml. At 4:44:18 am, the "syringe near empty; on" alarm message was displayed. At 4:51:35 am, the pump pressure was set to "pressure level; 6" and immediately a "pressure alarm" occurred. The syringe near empty alarm was turned off. At 4:51:36 am, the infusion was stopped with no measurable amount of fluid infused. At 4:51:49 am, the pressure alarm was turned (pressure alarm; off). At 4:52:56 am, the pump was placed on standby (standby aktiv; on) then at 11:31:33 am, the pump was taken off standby (standby aktiv;off). The pump was turned off (operating condition; off) for the day at 11:32:10 am on (B)(6) 2011. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.